Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative urine hcg results with hcg combo device sp brand rapid test. The pt was 20+ years of age; first urine was tested on (B)(6) 2012 around 1 pm; hcg was negative. Second test was done on (B)(6) 2012, around 11 am, result was negative. Last test was (B)(6) 2012 per pt request because she believed she was pregnant. Test was performed at 12 pm; result was positive hcg. On the same day a serum quantitative test was performed; result was 9534 miu/ml. Ultrasound indicated pt was 7-8 weeks pregnancy.